Manufacturer narrative:
(B)(4). No device, imaging studies or hospital or medical records have been available, consequently, based on very limited information it is not possible to comment on the pain, the ivc filter which allegedly had migrated, of several struts, which were protruding through the wall of inferior vena cava, and of the exploratory laparotomy the patient was forced to undergo to remove the filter. Also, it is not possible to comment on the alleged extreme pain and suffering which the patient has endured. However, the investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter migration and perforation of vena cava cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "patient underwent placement of a cook celect inferior vena cava ("ivc") filter at the (B)(6) hospital, located in (B)(6). On or about (B)(6) 2011 patient learned that her ivc filter had failed. After complaining of severe flank, back, and buttocks pain, her physicians ordered further CT testing which confirmed that the ivc filter had in fact migrated and several of the struts of the ivc filter were protruding through the wall of her interior vena cava. On (B)(6) 2011, patient was forced to undergo exploratory laparotomy with removal of the ivc filter." It is alleged that "patient has endured extreme pain and suffering".